Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had motor error occurred during bolus delivery. The customer¿s blood glucose was 145 mg/dl at the time of incident. Customer reported that the drive support cap was ok. Customer did not report motor position encoder error alarm in history. The insulin pump will not be returned for analysis.